Event description:
The event is reported as: alleged issue: the physician conducted a resection of the tumor bed in a leg operation using the disposable skin stapler and remover to suture the wound in the surgery. It was reported after surgery, the pt developed a wound infection, and after the physician removed the suture staples and sutured by hand; the infection did not occur. No pt injury reported. Pt current condition is fine.

Manufacturer narrative:
Per device history report (DHR), investigation did not show issues related to this complaint. Assessment was conducted and no changes required. Complaint cannot be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. The MFR will continue to monitor and trend relating complaints.